Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was attempting to implant the right ventricular lead as left bundle however, the physician was screwing the lead multiple times and had difficulties. The lead was pulled out and the physician noticed the lead was bent. The lead was removed and replaced. The patient was discharged.